Manufacturer narrative:
The device mentioned in this complaint has exceeded its useful life per the applicable IFU. Multiple service activities occur during the device's useful life according to the device's service manual. These service activities, in addition to any prior complaint investigations, have altered the device from its original state during manufacturing. Any issue found during manufacturing that is potentially documented in the DHR for this device does not have a causal relationship to the allegations or issues in this complaint. Therefore, the DHR for this device will not be reviewed at this time. However, the DHR files for this device are available and can be accessed upon specific request.

Event description:
A trilogy 100 ventilator device was returned to the manufacturer for evaluation. There is no allegation of serious or permanent harm or injury. The device was not in use on a patient at the time of the occurrence. During the evaluation of the device, the service technician observed a critical error 9 (motor failure). Error code 9 is a ventilator inoperative code. The system and cpu board assembly needs to be replaced to address this error. Additionally, it was noted in the evaluation that there were missing/displaced rubber feet, device exterior damaged, and tobacco contamination. The device was scrapped after the evaluation was complete.